Event description:
It was reported that during insertion approximately half way into the bone, the implant broke in half. The proximal end of the implant was removed from the patient, while the distal end remained implanted. It was reported that the surgeon felt that in order to remove the distal end it would need to be reamed out which could potentially cause more harm than leaving in place. Bone preparation for this attempt was done per the technique guide. The case was then completed successfully by using another device. The procedure was a navicular fracture of the foot. Patient bone quality was reported as externally hard. Follow up information: the case was completed using a screw with a head. Pt is doing fine to date. Resident surgeon was inserting the screw when it broke. The patient is a young college female track athlete, exact age was unknown.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The most likely cause(s) of this type of event include improper bone prep and/or prying/leveraging the screw prematurely in the insertion process. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.